Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing ballooned at the silicone segment. It was noted "at base of attached blue connector." There was no report of patient harm.